Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The minute ventilation (mv) feature is programmed on at 10 and the accelerometer (xl) is passive. The patient only paces less than one percent in the ventricle but is very aware of when the pacing occurs and does not like it. The consultant discussed programming options with the caller who will perform the recommended reprogramming and have the patient re-evaluated. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that one week post implant of this device, this patient was seen for an incision check. The patient reported some concerns that when she gets up and moves around, her heart rate is getting too fast and she feels lightheaded. No adverse patient effects were reported.